Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 short port balloon trocar would not inflate. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the short port. When inflated with 25 cc of air, the device inflated and remained inflated. There was some evidence of blood. Based upon this, the reported complaint could not be confirmed. (B)(4).